Manufacturer narrative:
The product investigation was completed. Device evaluation details: the carto vizigo sheath product was returned to biosense webster (bwi) for evaluation. Visual inspection, microscopic examination, and visualization test of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed. A device history record evaluation was performed for the finished device 60000289 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was not confirmed since the device was visualized correctly. The potential cause of the hemostatic valve broken could be related to the handling of the device during the procedure however this cannot be conclusively determined. The device instructions for use contain the following caution: always insert a dilator straight into the center of the sheath's valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and post procedure the bwi product analysis lab identified that the hemostatic valve was broken in the star section. During the procedure, the visualization of the catheter was not really stable. The medical team tried reconnecting the cable and changing a new cable, but the problem remained unsolved. The team finally had to change a new catheter to continued the procedure. No patient consequences were reported.